Manufacturer narrative:
The patient was an infant. The customer¿s report that fluid leaked from a crack in the luer was confirmed. Visual inspection found a crack in the female luer wall on the opposite end of the injection gate of the suspect filter extension set. Functional testing showed that the set leaked from the cracked female luer. No tool marks or signs of over torque were observed. The root cause of the crack could not be identified.

Event description:
It was reported that a leak occurred from a crack on the luer of the syringe pump tubing while infusing tpn in the nicu. The leak occurred at the connection between the 1 ml syringe, tubing, and a needleless connector. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: adverse event ( disregard disability).

Event description:
It was reported that a leak occurred from a crack on the luer of the syringe pump tubing while infusing tpn in the nicu. The leak occurred at the connection between the 1 ml syringe, tubing, and a needleless connector. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported fluid leaked from a crack in the luer on the syringe pump tubing during an infusion of tpn on a nicu patient. The leak occurred at the connection between a 1 ml syringe, the tubing, and a needleless connector. There was no report of patient harm.